Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Salesforce case # (B)(4) failed pressure calibration. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had lvp8100 sn (B)(4) failed pressure calibration. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) has replaced both pressure sensors. But the issue was not resolved. After reviewed every thing with (B)(6). I found out he used third party pressure sensors from "elite medical supply". I told (B)(6) to replace pressure sensors again. He will use manufacture approved parts this time. (B)(4).